Manufacturer narrative:
The reported no apparent adverse event (user concern) was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 30-25mm amplatzer talisman pfo occluder was selected for implant with a 9f amplatzer trevisio intravascular delivery system. Sizing of the device was done based on the measurements from the bicaval view and transesophageal echocardiography (tee). During the procedure the occluder was deployed. The long and short axis were viewed under intracardiac echocardiography (ice). The positioning was determined to be satisfactory and the occluder was released from the delivery cable. Post-implant the occluder position was assessed and the user was concerned with the right atrial disc rubbing against the aorta on the short axis view. The occluder was snared and removed from the patient. A new 35-25mm amplatzer talisman pfo occluder was implanted. There was no damage to the aorta. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.